Event description:
The following was reported to hamilton medical ag: description from hospital: "we have received this error message from (B)(6) hospital they write :we have just had a bad experience with ventilator no. We are dealing with a respiratory challenged patient. The ventilator has difficulty ventilating the patient. We get red alarms on low tidal and minute volume. We are surprised that it does not immediately alarm for high pressure, as if that is what creates the challenge. Peak pressure was probably around 16-20 cmh20. While we are preparing for manual ventilation, the ventilator screen goes black with a red alarm "safety ventilation". At the same time, it alarms loudly, with a very insistent alarm. The respirator can only be switched off by holding the "off button" on both the front and the back. After this, it can be started up again, where it runs a self-test without problems. Before I can turn it off, I notice that it keeps trying to ventilate. The hose set including flow sensor is correctly mounted. Regards, (B)(6) nurse, intensive care unit, (B)(6) fortunately, there were several competent personnel around the patient when the episode occurred. The patient was quickly switched to manual ventilation. The incident was a danger to the patient, as it was not only the screen that went black but also the ventilation unit that was affected. It was necessary to replace the device after the episode. It stood and alerted with a black screen. This could not be turned off and restarted normally. The "off button" on the front and back of the ventilator had to be activated simultaneously to interrupt the alarm and turn off the ventilator. After that it could reboot and run self test systems as normal. The respirator has been taken out of "production" until we receive feedback from you. The error can pose a danger to patients".

Manufacturer narrative:
It has come to our awareness that several of our latest MDR submissions failed to submit to your FDA MDR database due to double entries of MDR reports. Through an internal mistake, there was confusion with some of the reports concerning the MFR report numbers which is why the same MFR report number were used twice for several reports (3001421318-2022-00023 - 3001421318-2022-00033, 3001421318-2022-00035, 3001421318-2022-00037 and 3001421318-2022-00038). Therefore, we received a notification that this report was a double entry. We report the case now again with a new sequential number that has not been used in a previous MDR report. As a consequence of this misunderstanding, this MDR is now filed late. Conclusion of (B)(4): hamilton medical ag has investigated the case based on the received information. No patient was harmed. Device was replaced, intervention took place because of the triggered safety ventilation. The investigation showed that a software related issue led to the hamilton-c6 going into safety ventilation mode. Safety ventilation is a weight adapted controlled ventilation that was implemented to give the hospital staff time to look for an alternative device. The detected software bug can occur in very rare cases, in a small time window, if the following two conditions are met at the same time: mode change to an adaptive mode for the first time. Intellicuff and/or h900 humidifier connected to the unit and active. Two internal sw messages are sent for an adaptive mode change. If these two messages happen to cross with a message from the intellicuff/h900, a behavior may occur in which the software initializes a data set incorrectly. This is detected by the built-in range checks and the software assumes the safety state (safety ventilation). Correction: the problem will be fixed with software version 1.2.2 (plfc-15814). Expected release date no later than october 15, 2022.